Event description:
It was reported the device was just received back from repair. Biomed went to test the function and the screen turned red and kept alarming, error code 41171. No patient injury/involvement reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While reviewing the file, there were no patient involvement therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.